Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization record reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Please see MFR # 1627487-2010-01494 for device 2. On (B)(6) 2009, the pt was implanted with a scs system. It was reported on (B)(6) 2010, that the pt was hit on the ipg pocket. The pt thereafter began feeling shocks at the lead and ipg site. On (B)(6) 2010, the system was explanted and replaced. The pt is currently doing well.